Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that after the batteries were changed, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunctions were observed and the batteries were found to be depleted. The device history log indicates that the electrodes were not attached for an extensive amount of time. This will cause the batteries to deplete over time and cause the device to fail self-test. The batteries were replaced to resolve the malfunction. This report has been attributed to end user error. Analysis for reports of this type has not identified an increase in trend.